Manufacturer narrative:
Additional information received on 13 february 2017 and includes:the agent was able to retrieve the implant necessary from his inventory.

Event description:
During knee surgery there was an unnecessary, 45 minute delay due to the requested insert not being available. The issue was caused by an agent's accidental mistake.after having received the proper insert for this case, the surgery was completed successfully.